Event description:
A pt reports he sees a shadow in his peripheral vision and he sees glare around lights at night following unilateral intraocular lens implantation. He also has some difficulty reading his computer screen. F/u with the implanting surgeon indicates the surgery went well. The lens is well centered and the pt's vision is good. The surgeon feels the pt's outcome will improve over time as the pt adapts to the new lens.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number.